Event description:
It has been reported that while testing with bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii), performance issues occurred. The following has been provided by the initial reporter: it is not differentiated when there is hemolysis and when it is not present.

Manufacturer narrative:
H.6investigation summary:the complaint was created due to a report of the catalog 220150 plate tsa sb 5% 100mm 10ea lot 1257341. The client reports that it does not differentiate when there is hemolysis and when it is not present.complaint history review: the list of complaints was reviewed in a period of two previous years, detecting a functionality report, however, it was not detected that the defect was produced by the plant.review of the batch file: the notified batch file was reviewed verifying that all the processes were followed effectively during the manufacture of the product.analysis of client samples: the client sends 2 photographs, in the first one it is not possible to identify the product, batch, or if it is a bd product, since only an internal identification of the client is observed. In the second photo, a plate is observed which corresponds to the identification of the claimed product; this plate apparently seeded with different microorganisms, in the upper part, but it is not indicated which microbial species are treated, so it is not possible to determine if they present an adequate analytical reaction.analysis of retention samples: it was not possible to carry out the revision of the retention samples because they had already completed their lifetime, so they were purified.conclusion: it is classified as unconfirmed based on the evidence sent by the client because with the information provided it is not possible to determine if the performance of the product is adequate, however, no evidence is detected that could indicate that the defect has been generated in the plant.the records that make up the batch file were reviewed, observing compliance with controls in process and in final inspection, which includes inspections of appearance and functionality of the product with satisfactory results. It was not possible to carry out the inspection of the retention samples of this batch, because at the time of receiving the notification in the plant, the product had already fulfilled its life time, so these had already been purified.it is not possible to determine a root cause of the report as the defect cannot be identified.bd will continue to monitor trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that while testing with bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii), performance issues occurred. The following has been provided by the initial reporter: it is not differentiated when there is hemolysis and when it is not present.